Event description:
Customer reported hospitalization and stated that they were in coma with blood glucose readings in the range of 20 mg/dl. It was noted that the customer was unconscious and was taken to the hospital. Customer is unsure of the cause of the low blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.